Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated they resolved the issue, and the device is working fine now. This claim is closed as no sample was returned- customer resolved.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.